Event description:
"S/p b submusc infra 300cc surgitek gel implants placed for augmentation. C/o progressive systemic c/o's including arthralgias (l ulnar hand and mcp jts. With am stiffness), myalgias, l breast discomfort, chronic fatigue, frequent ha's, visual disturb, poor concentration, increased sens to eyes, to sunlight and sob."